Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17388857) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro pta (5mm4cm 80) balloon catheter was delivered to the lesion and inflated. However, it ruptured during its initial inflation. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Initially, this was an endovascular repair procedure. The product will not be returned for analysis due to the patient¿s infectuos disease.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the device stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. As reported, a 5x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated. However, it ruptured during its initial inflation. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Initially, this was an endovascular repair procedure. The device stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17388857 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.